Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering the same amount as the customers alternate pump. Additionally, it was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 399 mg/dl. Tandem technical support assisted customer with priming the air bubbles out. Reportedly, the customer continued to use the pump for insulin therapy.